Event description:
It was reported that the patient presented prior to the device upgrade with a known history of inadequate capture exhibited by the right ventricular lead. During the procedure the physician made an unsuccessful attempt to reposition the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Update to h6 coding for type of investigation, investigation findings, and investigation conclusion.